Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that transient st elevation occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina. Subsequently, cardiac catheterization and index procedure were performed. The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 8.0 mm long with a reference vessel diameter of 4.0 mm. A 3 x 12 mm emerge balloon catheter was advanced to predilate the lesion, however, during inflation, the patient experienced transient st elevation without chest pain. The physician then proceeded to treat the lesion with placement of a 4 x 12 mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel.